Event description:
Right after doctor implanted lens, lens popped out of eye. It was unsure whether it was the entire lens or part of the lens, but the tech said they had to implant another. No damage to pt.